Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however a photographic image was received. Evaluation of the photograph revealed no issues that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a locking titanium adapter was damaged. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.